Event description:
It was reported by the patient that he experienced pain and swelling at the site of implant. The patient was brought into clinic for examination by the clinician. The implantable cardiac monitor (icm) function was found to be normal over the past months with six months of battery life remaining. No infection, no swelling, no migration or other issue was observed during the exam in clinic. The patient requested removal due to pain/discomfort. The icm was explanted and not replaced in an outpatient procedure. The patient was discharged.